Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was hot. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was evidence of a voltage drop and excessive battery usage observed in the pump's black box on (B)(6) 2015. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. There was no evidence of excessive battery usage or excessive pump temperature duplicated during investigation.